Event description:
Repeated failure of omnipod insulin pump product led to hyperglycemia, ketoacidosis, vomiting and eventual hospitalization for management of diabetes ketoacidosis. Patient's mother states 3 omnipods malfunctioned and company confirmed with her there has been issues with product. They are sending new pods. Dates of use: 2008, diagnosis or reason for use: diabetes mellitus.